Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, one of the sapien valve leaflets was not closing after deployment. The 23 mm valve was deployed without incident at a level of 50:50 in the aortic annulus. After deployment, the patient¿s blood pressure was very low and large central aortic insufficiency (cai) was observed. The tee short axis view showed that one of the three leaflets was not closing. Attempts were made to mobilize the leaflet using the pigtail catheter but they were unsuccessful. The patient¿s blood pressure was supported with inotropes and a second valve was prepared. The second valve was deployed approximately 3 mm more aortic. Immediately after the second valve was deployed the patient¿s aortic wave form improved and the patient¿s blood pressure increased. All 3 leaflets of the second valve appeared on tee to be functioning properly. The cause of the restricted leaflet was indicated as possibly native leaflet overhang or a piece of calcium preventing leaflet from closing

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, nonstructural dysfunction and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the restricted leaflet that resulted in cai cannot be confirmed. There are several potential patient and procedural factors that alone or in combination can cause or contribute to an event of non-functioning or restricted leaflet. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the deployment of a second valve slightly more aortic alleviated the situation, and the second valve functioned properly. This suggests that the suspected native leaflet overhang or impingement by calcium was the cause of the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.